Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days post implant procedure a pacing failure and rising thresholds were noted on the pacing lead due to insufficient slack on the lead. A lead dislodgement was suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.